Event description:
Healthcare professional reported right side "ruptured" and textured implant exchange. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: red particles in the shell, crease fold, opening on radius and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b3, d4, g1, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "textured implant exchange". Zip code: (B)(6).

Event description:
Healthcare professional reported right side "ruptured" and textured implant exchange. The device has been explanted.